Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, an error code 400 ref 26 was present in the error log. This error relates to a user error when the user activates the probe without using saline. This error can be created by outputting the sp mode into a high resistance which has been confirmed to be working correctly. In addition, service found there were multiple scratches on the top cover and the front panel assembly down the bare metal. The keypad was damaged with a large scratch on the left-hand side to the center of the display, the device was missing a foot which led to the lower chassis being scratched down to the bare metal in various places. There was minor ingress inside the front panel connectors, the ferrite core on the pkrf board (circuit board) was damaged, and the pcb (printed circuit board) mounting was missing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The subject device is an olympus demonstration device that was returned to olympus for preventive maintenance with no alleged complaint. Upon inspection and testing of the returned device, it was observed that the subject device displayed an error code 400 ref 26. This report is being submitted for the malfunction found during evaluation (error code 400 ref 26). There was no patient or procedure involvement.